Event description:
It was reported that the pump shutdown and that the pump was warm to the touch despite being in room-temperature conditions. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was 650 mg/dl. Reportedly, the customer fell resulting in bruising. The customer's wife assisted with giving them a manual dose injection to addressed their bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.